Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 300 mg/dl, 400 mg/dl and close to 500 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer stated that when they start to bolus the insulin pump was only beep and no alarm and did not deliver insulin. The customer states insulin pump had external ram crc error as well as unexpected restart, a cold reset was performed errors. Customer reports they were able to clear the alarms. The customer unable to test the insulin pump. Customer stated that they did not trust the insulin pump and had gone through several infusion sets and reservoir to try and get the insulin pump to work correctly. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No bolus anomaly noted. Device passed self test and unexpected restart error test. No unexpected restart error and external ram crc error noted.